Event description:
I had liposuction of my upper and lower abdomen from (B)(6). I had this procedure performed by dr. (B)(6) on (B)(6) 2011. It is over one year since the procedure and I have scar tissue, 2 fatty deposits and lumpiness on my upper abdomen. I would like to be compensated from (B)(6) for the cost of the upper abdomen part of this procedure in the amount of (B)(6). Received three stomach massages immediately after the procedure which was supposed to keep the appearance of lumpiness and scar tissue from developing.